Manufacturer narrative:
Additional devices for this event: (B)(4) device: battery issue. Method: analysis of data log(s). Manufacturing review. Actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. It was reported that the controller had controller fault alarms and battery malfunctions. Three batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any issues associated with any of the batteries. Log files did reveal 14 controller fault alarms logged on (B)(6) 2016. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The manufacturer has opened an internal investigation investigating leaky diodes in the aps circuit. Failure analysis of the controller, (B)(4), was performed under MFR# 3007042319-2016-01582 and it has been removed from this complaint; the results revealed that the controller passed visual inspection and functional testing. Failure analysis of the batteries was not performed because the units were not available for analysis. Based on the available information, the most likely root cause of the reported event can be attributed to a  leaky diode on the aps circuit. No issues were observed in the logs pertaining to the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this event: (B)(4) device: battery issue. Method: analysis of data log(s). Manufacturing review. Actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. It was reported that the controller had controller fault alarms and battery malfunctions. Three batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any issues associated with any of the batteries. Log files did reveal 14 controller fault alarms logged on (B)(6) 2016. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The manufacturer has opened an internal investigation investigating leaky diodes in the aps circuit. Failure analysis of the controller, (B)(4), was performed under MFR# 3007042319-2016-01582 and it has been removed from this complaint; the results revealed that the controller passed visual inspection and functional testing. Failure analysis of the batteries was not performed because the units were not available for analysis. Based on the available information, the most likely root cause of the reported event can be attributed to a  leaky diode on the aps circuit. No issues were observed in the logs pertaining to the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this event: (B)(4) device: battery issue. Method: analysis of data log(s). Manufacturing review. Actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. It was reported that the controller had controller fault alarms and battery malfunctions. Three batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any issues associated with any of the batteries. Log files did reveal 14 controller fault alarms logged on (B)(6) 2016. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The manufacturer has opened an internal investigation investigating leaky diodes in the aps circuit. Failure analysis of the controller, (B)(4), was performed under MFR# 3007042319-2016-01582 and it has been removed from this complaint; the results revealed that the controller passed visual inspection and functional testing. Failure analysis of the batteries was not performed because the units were not available for analysis. Based on the available information, the most likely root cause of the reported event can be attributed to a  leaky diode on the aps circuit. No issues were observed in the logs pertaining to the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the clinical database that there were controller fault alarms and battery malfunctions. No additional information provided, investigation is ongoing.